Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 45 (mg/dl) to 300 (mg/dl). Reportedly, bg level remains within range until the customer performs physical activity, which causes bg levels to fluctuate. To address bgs, the health care provider adjusted the basal rate settings.